Event description:
A home patient (hp) contacted baxter technical services regarding a separated transfer set in dwell 4/4. Hp woke up and discovered bed was wet and transfer set was disconnected. Technical services representative (tsr) assisted the hp to end therapy. Product surveillance contacted the hp's nurse. Nurse stated hp's transfer set became separated at catheter end because hp sleeps on his side and tucks transfer set underneath him. When hp rolled over in middle of the night , transfer set became disconnected. Hp has been retrained to not tuck transfer set underneath him while sleeping. There was no patient injury or medical intervention associated with transfer set separation.

Manufacturer narrative:
(B) (4). Per the dialysis nurse, the sample was discarded.